Manufacturer narrative:
Vyaire medical file identification: (B)(4). A third party service technician evaluated the ventilator and was able to verify customer's reported problem. The technician replaced the power board to resolve the issue.

Event description:
The customer reported that the lap top ventilator 1150 alarmed reset. At this time, there is no information regarding patient involvement associated with the reported event.